Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the operating room (or) team noticed that it was impossible to fire with the valleylab generator. The or team decided to use the valleylab instead of erbe iesu (integrated electro surgical unit). The iesu was well powered. The caller (a nurse) indicated that the neutral pad was detected. The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the caller to power cycle the esu, however, there was no change. The surgeon complained that the second surgeon side console (ssc) did not propose menu to fire even though the right foot was detected. The tse instructed the caller to hard power cycle the ssc and vsc (vision side cart); but the issue persisted. When the system powered on an error 41 occurred. The tse instructed the caller to again hard power cycle the ssc, unplug the power cord from the wall outlet, and reseat the bfc (blue fiber cable) from the ssc and core simultaneously. Following this, the surgeon was able to fire with bipolar. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer for follow-up. The customer informed tse that isi clinical sales representative (csr) provided the cable needed and the alleged issue was resolved. No site visit was conducted. No product is expected to be returned. The system was working properly and no additional action was required. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the surgeon at the console was not able to activate monopolar energy and there were delays in this case due to all the troubleshooting. There was no second console on this system. This complaint is being reported based on the following conclusion: monopolar activation could not be done from the surgeon side console after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.